Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Device was not returned for analysis. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) to be opacified, impairing the patients visual acuity. The device was not returned for analysis.